Event description:
Complainant alleged that the device displayed "bridge test failed" and "defib pad short" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.